Manufacturer narrative:
**Resubmission of follow-up report as per FDA on (B)(6) 2020** the investigation showed that the earth leakage circuit breaker (elcb) at the facility was not properly wired, therefore, this may have affected the inspiration system. Siemens strongly recommends for facilities to check elcb installations by experts as the elcb is hospital's responsibility. As the undefined installation might have caused a defect of the synchronous compensator, it was already recommended to replace it. The exchanged replaced multi filament inverter (mfi) and the single tank unit (stu) were also checked and showed no defects. An impedance measurement showed normal values. No system failure was determined.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Customer's address: (B)(6).

Event description:
It was reported that a leakage current protector was activated several times on the mammomat inspiration unit. There are no injuries attributed to this event, however, it is assumed that a serious injury might occur due to electrical shock. This event occurred in (B)(6).